Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that during a trial surgery, while the physician was delivering the first lead, the tip broke off and remained inside the patient. The physician had the rep re-opened a new lead and kept going with the procedure. The physician was able to remove the tip of the lead from the patient successfully. The patient was doing well in the trial and has not reported any complications.